Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced itching, burning, a rash, redness, inflammation, pimples, blisters, dry skin, drainage, pustules, and a scar under the entire sensor patch footprint. The patient was evaluated by a healthcare personnel (hcp) on (B)(6) 2022 who prescribed sulfasalazine and then switched to methotrexate (unspecified route) and topical medications (hydrocortisone) and over the counter (otc) topical medications (neosporin, polysporin, benadryl spray, cortisone cream). The patient reported scarring which continues to heal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).